Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 18 march 2020: lot 123606: (B)(4) items manufactured and released on 16-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Additional implant involved: ball heads: cocr 01.25.033 cocr ball head 12/14 ø 36 size xl +7 (k080885) lot. 110379. Batch review performed by medacta regulatory affairs department on 18 march 2020: lot 110379: (B)(4) items manufactured and released on 13-apr-2011. Expiration date: 2016-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed after 7 years and 3 months from the primary. The surgeon revised the cup, head and liner and replace them with a dual mobility cup due to dislocation the head from the liner due to the patient weight. The stem was not revised.